Manufacturer narrative:
This is a literature article and patient information is not available for reporting. Date of event: unknown. This report is for an unknown schanz screws. Part and lot numbers are unknown; UDI number is unknown. Implanted/explanted dates: dates are unknown as this is an literature article. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: schmitz, p. Et al (2018), clinical application of a minimally invasive cement-augmentable schanz screw rod system to treat pelvic ring fractures, international orthopaedics, pages 1-7 (germany). The objective of this retrospective study is to analyze the first clinical results obtained by the use of the uss fracture mis to treat pelvic ring fractures irrespective of the fracture entity. Between december 2012 and december 2014, 25 patients with pelvic ring fractures were included in the study. These patients were divided into 2 group; group I consisted of 10 patients (6 male and 4 female), with a mean age of age 48.4 ± 19.7 years while group ii consisted of 15 patients (1 male and 14 female), with a mean age of 77.5 ± 10.1 years were treated with unknown synthes universal spine system fracture minimally invasive schanz screw system (uss fracture mis). Follow-up was done in 6 months. The following complications under group I were reported as follows: one patient needed cement augmentation due to osteoporotic bone structure. Two patients developed sirs. Two patients had pneumonia during the time of intensive care. One patient needed revision surgery due to insufficient reduction and simultaneous pedicle screw displacement. One patient had subcutaneous hematoma. Patient underwent conservative treatment. One patient needed a walking aid when using stair case at 6 months follow-up. The following complications under group ii were reported as follows: fourteen patients needed cement augmentation due to osteoporotic bone structure. One patient sustained a deep vein thrombosis. One patient had a pulmonary embolism without any sign of a deep vein thrombosis. Six patients had neurological deficits and were related to the trauma and not to the operative treatment. One patient had subcutaneous hematoma. One patient had superficial wound infection. Local debridement was performed. One patient had implant failure. Patient underwent revision surgery. Two patients had cement leakage into soft tissue. Patient underwent revision surgery. Three patients needed a walking aid when using stair case at 6 months follow-up. Two patients were just able to be mobilized in a wheelchair due to their geriatric general condition. One patient had a breakage of schanz screw, placed in the ilium occurred close to the connecting clamp. The article did not specify which group the patient belongs. This report is for an unknown synthes universal spine system fracture minimally invasive schanz screw system (uss fracture mis) the article indicates breakage of schanz screw. The schanz screw was placed in the ilium occurred close to the connecting clamp. Revision surgery was not necessary due to low clinical complaints. Removal of the implant was refused by the patient. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional product codes: hrs, hwe, mnh, mni, kwq. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.